Event description:
Product information was obtained. The handheld device has been returned to the manufacturer where analysis is currently underway.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed that the handheld device passed all functional tests prior to distribution. Device failure occured, but did not cause or contribute to death or serious injury.

Manufacturer narrative:
Serial #, lot #, other, corrected data: previously submitted MDR indicated this information was unknown. It is now known. This report is being submitted to correct this data. Manufacture date, corrected data: previously submitted MDR indicated this information was unknown. It is now known. This report is being submitted to correct this data.

Event description:
It was reported that the screen and buttons on the handheld device were not responding. The handheld showed the alignment screen when powered on but was subsequently unresponsive. The edges of the screen were cleaned and a hard reset was performed, but the issue did not resolve. The handheld device has not been returned to date.

Event description:
Review of the device manufacturing records that the handheld device passed all functional tests prior to distribution. Product analysis on the returned handheld device was completed. It was identified that the handheld was unable to advance past the welcome screen. The cause for the display anomaly is associated with resistance values being higher than expected in the touch screen circuitry. Once the display was replaced with a known good display, no further anomalies associated with the handheld performance were identified during the analysis. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.